Manufacturer narrative:
Based on technician statement, alarm for air supply pressure low was generated and it was found that air and o2 nozzle units are defective. It was stated that maintenance kit including nozzle units was replaced to resolve the issue. Pre-use check was passed and the device was handed over in working condition. The device's logs and claimed parts were not provided for further analysis. Alarm air supply pressure low indicates that air supply pressure at gas inlet is too low (below 2.0 kpa x 100 (29 psi)). Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. According to technician's statement, nozzle units were replaced (B)(6) 2025. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective air and o2 nozzle units.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating air pressure low. There was no patient harm. Manufacturer's ref. #: (B)(4).